Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples/picture displaying the condition reported are available for examination, we were unable to fully investigate this incident. It was not possible to perform a device history record analysis, since the claimed batch is unknown. The root cause of these defects cannot be determined. Complaints received for this device and the reported defects will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.